Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Unfortunately, based on the information provided, we are unable to determine how the wire became separated and left in the patient. Per our attached instruction for use booklet, it is stated: "use of ECG and/or fluoroscopy are suggested for accurate catheter placement." Based on the information provided, it is feasible to suggest this incident occurred due to user error.

Event description:
The incident involved a child who had the picv inserted into the right arm by the anesthetist during surgery in 2007. Following insertion, the anesthetist reported that the picv was flushed and working. Post theatre, the ward staff reported the picv to be problematic and the anesthetist attended the patient on the next day, and the picv was removed. A few days later, another picv was inserted in the left arm in the radiology dept (qdi). The child was discharged a week later. Post discharge on two days later, the child's parents reviewed the x-rays and noted that the child appeared to have wires in both arms. The patient was presented to the emergency department the same day, and ultrasound and chest x-rays were carried cut. The report stated "there is a foreign body in the right arm and this is in keeping with a wire from a PICC introduction." The retained wire was successfully removed the following day.